Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1532102) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the reported sealant misdeployment / sealant exposed was caused by an incomplete engagement of the advancer tube during the procedure.

Event description:
It was reported that the mynxgrip sealant was exposed above the skin level after the sheath withdrawal. The device was being used with a 5f procedural sheath for arterial closure following a peripheral procedure. As reported, a "stop" was felt when advancing the mynx sealant through the procedural sheath which indicates full deployment. It was also noted that during the un-sheathing movement there was some slack in the back tension. This was corrected; however, the same "stop" which was felt when advancing the sealant through the procedural sheath was felt during un-sheathing. The user did not shuttle down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The balloon was deflated and manual compression was applied for 15 minutes to achieve hemostasis. The deployer was re-inserviced (re-trained) by a (B)(4) representative and was able to differentiate the true hard stop of full deployment versus the earlier resistance felt during the case. There were no patient complications. The patient's hospitalization was not prolonged as a result of the event.